Event description:
At about 7 years from the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-may-2023. Lot 156095: 75 items manufactured and released on 29-feb-2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, 74 items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot 155153: 40 items manufactured and released on 16-dec-2015. Expiration date: 2020-12-01. No anomalies found related to the problem. To date, 35 items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot 152895: 50 items manufactured and released on 21-sep-2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, 49 items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 154112: 120 items manufactured and released on 29-oct-2015. Expiration date: 2020-10-06. No anomalies found related to the problem. To date, 115 items of the same lot have been sold with no similar reported case during the period of review.